Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the detector homing was failing due to a encoder rail not functioning properly. The encoder rail was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while booting up, the rotor controller was not homed and caused an ¿error initializing collimator¿ message to be displayed on the pendant. This issue was noted outside of a procedure, and there was no patient involvement.